Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 27 may 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown, procedure: c-section, cathplace: unknown, infusion start time: unknown, infusion stop time: unknown. It was reported that "when the customer removed the catheter from a patient, the catheter was cut and a part of catheter was remained in body. So they took an x-ray to find the part but they couldn¿t see it in x-ray." Additional report stated "a silver soaker catheter broke when it was being removed from a patient. The healthcare professional was not able to locate the remaining part via an x-ray." Additional information received 12-may-2020 indicated "in the process of removing the catheter, after c-section, small portion of the catheter left in patient. So, hospital took x-ray to find catheter, but catheter is too small to find. In this issue, doctor keep monitoring patient's condition. There is no problem with the patient's condition now." The catheter was inserted through a steel needle and was connected to an on-q ondemand infusion pump.